Manufacturer narrative:
Additional information d9. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A fresenius service technician (fst) reported that blood leaked down the fresenius combiset tubing from a loose transducer connection on a 2008t machine. This occurred during a patient¿s hemodialysis (hd) treatment, causing blood to leak into the flow indicator housing. A registered nurse (rn) confirmed the reported event during follow-up. The nurse could not provide the patient¿s estimated blood loss (ebl), but stated it was ¿minor¿. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and completed treatment successfully with new supplies. The machine will be returned to service once the replacement dialysate tubing assy is received and replaced on the machine. The complaint device is not available for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius service technician (fst) reported that blood leaked down the fresenius combiset tubing from a loose transducer connection on a 2008t machine. This occurred during a patient¿s hemodialysis (hd) treatment, causing blood to leak into the flow indicator housing. A registered nurse (rn) confirmed the reported event during follow-up. The nurse could not provide the patient¿s estimated blood loss (ebl), but stated it was ¿minor¿. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on the same machine and completed treatment successfully with new supplies. The machine will be returned to service once the replacement dialysate tubing assy is received and replaced on the machine. The complaint device is not available for physical evaluation by the manufacturer.